Manufacturer narrative:
A visual evaluation of the returned injection gold probe¿ device noted no visual defects. An electrical load test was performed and the results were within the specification for the device. Device evaluation showed no evidence of either the alleged issue or any defect which could have contributed to the event.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used in the patient's colon during a hemostasis procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the injection gold probe&#10246;ailed to transmit current. The procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used in the patient's colon during a hemostasis procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the injection gold probe failed to transmit current. The procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.